Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2025, a repair was performed by tech services kyle taylor and clinical sean windham. Driveline had previously been opened on 21aug2025 for visual inspection and taping of any insulation damage (brown wire). Applied crimp to damaged black wire. Wrapped the area in kapton tape followed by rescue tape.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed driveline power fault alarms. Review of the customer submitted photos confirmed the reported damage to the driveline due to the patient accidentally cutting it while removing their dressing. The controller event log file captured driveline power fault alarms on 20aug2025 associated with the power a signal dropping below the alarm threshold throughout the data reviewed. The driveline power faults did not appear to prevent the pump from functioning at its set speed. The second set of log files showed the alarms having resolved after the system controller was exchanged. The submitted photos showed damage to the external jacket and armor layers of the pump cable near the inline connector bend relief. Abbott technical services evaluated the pump cable and found damage to the power a wire and a ground wire, and a photo was submitted. The damaged power wire was wrapped in insulating tape, and both ends of the severed ground wire were taped temporarily. The damaged ground wire was later repaired, and the entire area was wrapped in insulating tape and rescue tape. Damage to these wires would have caused the reported driveline power fault alarms. Attempts were made to obtain additional event information, but no response was received. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taking off their dressing and they cut their driveline. The patient immediately experienced driveline power faults. The log files were reviewed, and they captured driveline power faults alarms beginning at 8:41am. These appeared to be the result of the patient cutting the driveline between the exit site and modular connector. There are also a few associated system controller fault alarms that may indicate a blown fuse within the system controller. These alarms seemed to either be the result of a short to the power a wire (multiple wires may be involved but power a has the open fuse) or a break in the power a wire. A system controller exchange was recommended in order to narrow down the cause. In addition, the log file captured 120 pulsatility index (pi) events on 20aug2025. Pi events occur when there are sudden and substantial changes in the pulsatility index. These events were considered routine. There were no other unusual events recorded in the log file event history. The site planned to change the system controller. Pictures were provided after securing the area with rescue tape. Log files were sent after the system controller was exchanged, and it appeared the power fault alarms had stopped. This indicated that the power a wire only had insulation damage and was not completely severed. Further troubleshooting options were pending. Tech services and clinical were on site to evaluate the driveline. There were no active alarms following the system controller exchange, so the plan was to remove the layers around the damaged wires and to wrap the wires in kapton tape. Upon removing the silastic, kevlar, and bionate layers, it was noted that the black ground wire was completely severed and there was insulation damage to the brown power a wire. The brown wire was wrapped in kapton tape to prevent risk of shorting. Both ends of the black wire were also wrapped to prevent shorting and account was notified of need for cdr process and hm3 repair. Area temporarily wrapped in rescue tape until repair can be scheduled. On (B)(6) 2025, it was provided that the patient was experiencing driveline power fault alarms following the cut to the driveline between the exit site and modular connector. The site was requesting evaluation of damage and taping of any wires with damaged insulation. There were error messages. A wire repair was scheduled for (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.